Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of discomfort, firm and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the marionettes. About 13 months later, the patient developed discomfort in the marionette area. Patient went to see their general practitioner who prescribed them with antibiotics. Three weeks later, the marionette area felt firm in the area where the product was injected. Patient was treated with hyalase to dissolve the filler, bit it has not had much effect. The patient was able to project the lumps with their tongue from inside the mouth. Symptoms are ongoing.

Event description:
Additional information: symptoms resolved after 4 treatments with hyalase.